Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic relaxation, stress urinary incontinence, and enterocele. Following implantation the patient experienced recurrence, pain, infection, urinary problems and bleeding. The patient underwent revision of tvt on (B)(6) 2001 due to pain. It was reported the patient had hyrdodilatation and durashere on (B)(6) 2012. No additional information was provided. (B)(4). Undefined recurrence. Urinary problems.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced nocturia, urgency, stress incontinence, and blood in urine from (B)(6) 2012. The patient is on coumadin and cannot take anticholergenics as the patient has glaucoma. On (B)(6) 2012 the patient experienced gross hematuria and kidney stones. The patient was admitted to the hospital on (B)(6) 2012 for urinary tract infections and a perirenal bleed [renal hematoma increased in size] while taking coumadin for a previous pulmonary embolism and deep vein thrombosis. The patient continued to have chronic flank pain, stress urinary incontinence, urinary urge incontinence, and a cystocele that cannot be addressed due to a history of prior deep vein thrombosis in right lower extremity from (B)(6) 2012. The patient continues to be monitored closely by urologists on (B)(6) 2012 and is considered high risk for another sling procedure. The patient had a percutaneous drainage of a perirenal hematoma on (B)(6) 2012. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08043. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08043. The same patient is represented in each medwatch.